Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was a leak in the transfer set (previously reused equipment). The reuse of a single use product is no longer the cause of the peritonitis. The leak in the transfer set is addressed in report 1416980-2014-29678. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient reused single-use equipment. The patient was not hospitalized for the peritonitis event. Beginning the day prior to the peritonitis diagnosis, the patient was treated with cefalotin (1 gram every 24 hours, intraperitoneally (ip), duration not reported). Beginning on the day of the diagnosis of peritonitis, the patient was treated with ceftazidime (1 gram every 24 hours, ip) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event. The patient was not retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.